Event description:
It was reported that the patient was hospitalized due to seizures and needed an MRI due to a possible stroke. At the time of reporting it was unknown if the events were related to the vns. No other relevant information has been received to date.